Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device with a flashing indicator lights was unable to fire although the surgeon was able to press the green button. Also found that the distal staple line was incomplete. Staple firing only occurred at the proximal tissue, and after stop the process of firing. When the surgeon opened the jaw of the device, the blade did not activate and no cutting of tissue occurred.